Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient added a solution bag to the setup while being connected to the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the home choice machine, it was reported the home patient (hp) had connected a new solution bag to the heater line of the cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative advised the hp of proper procedures. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.